Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the capsule tore. In the same procedure, the surgeon enlarged the wound and removed the lens. A vitrectomy was performed. In a follow-up, the surgeon reported the outcome of the event for the patient as "good".

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 01/30/2009, 02/02/2009 by phone, fax and mail. A completed questionnaire was received on 02/09/2009.